Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
The surgeon reported that he believed the aquamantys device was operating a higher temperature then normal causing a patient to experience temporary paresis of the right foot post-op. The surgeon noted that there were no issues or indications during surgery that the device was causing a patient impact specifically, there was no unintended tissue damage reported. It was noted that the patient fully recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.